Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when high capture threshold and high hv lead impedance were observed. An x ray was performed. The lead remained implanted. The patient condition was good and monitoring will continue.